Event description:
See initial report

Manufacturer narrative:
Through follow up livanova learned the sn of the affected device and the patient had died. Relevant fields have been amended. Plaintiff alleges decedent contracted m. Chimaera infection caused by contaminated 3t used during open heart surgery on (B)(6) 2019, and that decedent died as a result of the infection; symptoms arose in spring 2019 when decedent began experiencing fatigue, night sweats, weight loss, fevers, and cough; he was tested for covid-19 but was found to be negative; he was then referred to the cleveland clinic, which conducted a bone marrow biopsy on (B)(6) 2021 that ended up being positive for m. Chimaera. Decedent's date of death is not provided. DHR review the involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The device involved and in use at the hospital at the time of surgery (2019), was not equipped with vacuum and sealing kit since upgrade activity was performed in 2020. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information was not provided. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. This event was brought to livanova¿s notice by a lawsuit being filed, and the possibility to speak with the person suing us is limited by the rules of litigation. However, livanova is working in collaboration with its legal department to obtain any relevant information from the complainant. Livanova will timely share with the competent authority in a follow-up report any relevant additional information received.

Event description:
Complainant alleges, through their counsel, m. Chimaera infection and alleges positive bone marrow biopsy at (B)(6) clinic. Based on current status of the investigation the alleged device issue (o comunque l¿allegation fatta) was yet not confirmed.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: date of death: (B)(6) 2021; surgery: aortic valve replacement; clinical course: cultures positive for mycobacterium chimaera.

Event description:
See initial report.